Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges the needle separated from the hub during removal.

Manufacturer narrative:
(B)(4). No complaint sample returned by the customer; however, the customer returned a photo of a lid stock and a video of the cannula being pulled out of the needle hub. A device history record review was performed and no relevant findings were identified. The customer complaint that the needle hub separated from the cannula was verified based on the provided video. However, since no sample was returned for analysis and a device history review found no relevant manufacturing related issues, the probable cause of the needle hub and cannula detachment could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the needle separated from the hub during removal.